Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was concluded that the cut on the cable likely occurred after the last repair of the device; however, further root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 18-nov-2021.

Manufacturer narrative:
This was a returned loaner device inspection. The unit was displaying an e224 error message due to a cut cable. Consequently, that cable failed the leak test performed during the evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
A loaner 4k camera head was returned to olympus. During the inspection of that device, it was discovered that an e224 error code was being displayed due to a cut cable. There was no patient involvement with this event.